Event description:
It was reported by the patient that they "feel this shocking go up my arm." Contacted the physician office and they have not yet seen patient after implantable pulse generator (ipg) placed but stated that ipg is "functioning normally." The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.